Manufacturer narrative:
Pneumatic block required replacement to address the issue. Customer declined repair and device was returned to customer unrepaired. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a leaking pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Event description:
During resmed evaluation, an astral device had a leaking pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).